Event description:
Patient called in stating that her device was burning. The part where the power supply goes has burnt. The spouse woke up and saw the device burning, flames and smoke were witnessed, date the burning occurred, patient see evidence of melting, warping or voids/gaps in enclosure like power supply and cord. There is no allegation of serious or permanent harm or injury. The device was replaced for the user and the suspected device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned for evaluation.